Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the devices exhaust fan assembly, 43 micron filter, power cord, motor blower assembly, stirring fan foam were replaced as regulated by maintenance procedure to prevent failure. Flow sensor assembly was replaced due to dirt. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.